Event description:
A strange thing happened. A recovery room nurse popped the top of the amp and drew out the clear colored injection through a filter needle into the syringe. The liquid then turned pink in the syringe. Is there a problem with the drug, the filter needle, or the syringe? The product was not used. The sample is available.